Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent, the stylet /guidewire was kinked/buckled, the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Analysts commented, stylet returned is kinked at various locations, damaged at implant attempt. Blood is visible on helix. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead it was observed that the insertion tip - connector block side of the pace/sense portion was deformed, and could not be connected to the device. The rv lead was removed, and no patient complications have been reported as a result of this event.